Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was noticed the heating wire of the cutting jaws had separated from the jaw. He did not notice this during the case. He only noticed it when he pulled the whole harvesting cannula out of the leg with the cutting tool still inserted in the cannula. He states that he does not know how it happened. No portion of the silicone dislodge from the jaw into the patient's leg/arm/tunnel. He swapped the kit for a new one in order to finish the case. No patient ID provided for privacy. No harm to patient. No delay.

Manufacturer narrative:
Tw #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/16/2025. An investigation was conducted on 05/19/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and split away from the hot jaw from the base of the hot jaw to the tip of the hot jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000468303 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.